Manufacturer narrative:
Catalog # - kcfw-6.0-18/38-45-rb-anl0-hc. (B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) female underwent an sfa procedure with angioplasty stenting on (B)(6) 2014. During the procedure the physician attempted to advance the dilator and it would not go. The sheath was over the wire and the physician was having difficulty getting the dilator to go up and over. The physician pulled out but while trying, the sheath broke apart. A piece was left in the pt's left leg and the physician was trying to pull the rest of the sheath out and it proceeded to come apart. He checked by x-ray/fluoroscopy and noted the braided wire coil of the sheath was wrapped around the wire. The pt was taken to surgery and the physician removed the pieces of sheath. The physician also had to repair the common artery as it was lacerated. The cook rep is unsure which but the laceration was 2cm or 2 inches. The pt was stable and going to ICU. No additional info has been provided.